Event description:
Allegedly pt had seroma which had collected around iliac crest wound. White discoloration of wound was noted where osteoset had resorbed. The remaining osteoset was removed. Allegedly there was no apparent infection and the watery seroma had been fully evacuated from the iliac crest.